Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary the device related to the reported events capsular contracture, visibility/palpability and migration was received on apr 27, 2026, with lot number 3367092. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: -- capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. - device migration: unable to observe this condition. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "migration, implant has turned sideways, rippling". Later, physician reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Later healthcare professional reported "capsular contracture baker grade iii".

Event description:
Patient reported "migration, implant has turned sideways, rippling". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of may/2025 provided. Clarification to h6: health effect - clinical code e2402 represents the reported event of "rippling". A review of the device history record has been completed. No deviations or non-conformances noted. The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: migration; rippling (visibility/palpability).

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "migration, implant has turned sideways, rippling". Later physician reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted.